Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that during the procedure, a part of the tip cover was broken. They changed to another device and completed the procedure without any further problems. There was no pt injury. Initial eval of the incident device found the insulation had melted at the tip.